Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump touchscreen was intermittently unresponsive. Although the touchscreen was initially unresponsive, during troubleshooting with tandem technical support, the touchscreen responded to presses. The customer¿s blood glucose was 222 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.